Event description:
It was reported that leaks occurred in cassettes. No patient was involved.

Manufacturer narrative:
A product sample was received for evaluation along with pictures. Visual and functional testing were performed. The samples do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the leak reported. Nor are there any leaks observed in the photographs. The root cause of the reported issue was found to be that the bag sealer machine was causing a weak seal condition on the joint of the tube with the bag. A secondary root cause is that procedural testing was not followed per requirement. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07805 is no longer considered reportable, please disregard any MDR reports associated with it.